Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution. H3 other text : investigation pending.

Event description:
Smoke coming out of the tip of the device - oral-b toothbrush [device catching fire]. Case narrative: consumer e-mail stated that some smoke was coming out of the tip of oral-b toothbrush. No injury was reported. Follow-up: 01-apr-2026: product device information updated. No injury was reported.

Event description:
Smoke coming out of the tip of the device - oral-b toothbrush [device catching fire]. Case narrative: consumer e-mail stated that some smoke was coming out of the tip of oral-b toothbrush. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.